Event description:
It was reported that the high impedance was observed by the physician at an office visit. The patient had recently undergone generator replacement surgery however the lead had been implanted since 1999. Further follow-up found that the physician did not believe that trauma or patient manipulation contributed to the lead fracture. X-rays had been performed prior to surgery and the physician identified a lead fracture. The x-rays have not been reviewed by the manufacturer to date. The patient underwent lead and generator replacement surgery and it was reported that the lead and generator were discarded following the surgery. Therefore product analysis cannot be completed. No additional relevant information has been received to date.